Manufacturer narrative:
Based on the claim against the product by the customer noting that a small grasping retractor instrument's cable was not on track and tips would not move, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The small grasping retractor instrument was found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. Common causes of the failure mode are attributed to a component failure. When pitch cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint regarding the cable is not on the track and tips will not move was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. An additional finding that was not reported by the customer was also identified. The instrument housing was removed and found the flush tube guide was dislodged from its normal position. The root cause of this failure is typically attributed to mishandling/misuse. Furthermore, the instrument was found to have a dislodged flush tube. Common causes of this failure mode are typically attributed to mishandling/misuse. This may be attributed to improper cleaning during reprocessing, which may include autoclaving the instrument repeatedly without movement of the tip causing the flush tube to migrate. The root cause of this failure is typically attributed to mishandling/misuse. This event is considered a reportable malfunction due to the following conclusion: failure analysis found the small grasping retractor instrument to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could potentially fall inside a patient. Although there was no patient injury reported, a recurrence of the failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted colorectal surgical procedure, that a small grasping retractor instrument's cable was not on track and the tips would not move. The procedure was completed with no reported injury. On (B)(6) 2023, intuitive surgical, inc. (Isi) contacted the site's robotics coordinator and obtained the following additional information: the customer stated the issue occurred during a colorectal procedure. The symptom resolution was using a new instrument, the procedure was completed with no injury to the patient, and the delay was less than 15 minutes. No fragments fell into the patient.